Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a (B)(6) near the pump. The hcp wanted to clear up the infection first before accessing the pump reservoir for the next refill. The hcp was considering treatment options such as decreasing the daily dose to increase the length of time before another refill would be required. The pump contained baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.